Event description:
It was reported that insulin leaked from the reservoir. The reported blood glucose reading was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The analysis revealed that the reservoir will leak.